Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the surgery was reportedly prolonged about five (5) minutes. The surgery was a revision due to the patient having a secondary displacement by non-observance of the discharge by the patient and setting up an external fixator due to acute sepsis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem with a drill diameter 2mm reference no. (B)(4) for the setting of a hcs screw. This device broke during the surgery, also there is no impact on patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: september 24, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.